Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was receiving unspecified treatment for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.